Event description:
It was initially reported that the pt showed high lead impedance pt could not feel stimulation anymore and also showed increase in seizures. However, increase has not been above pre-vns baseline. X-rays were sent to manufacture for review. X-rays were reviewed and no obvious lead discontinuities or acute angle were observed in the portions of the lead body that could be assessed. Good faith attempts to obtain add'l info has been unsuccessful.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.